Event description:
It was reported that pump displayed malfunction alarm after customer had undergone cat scan. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without it recurring, and was advised to continue pump use and to call back if malfunction alarm appeared again.